Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that during follow-up in clinic, episodes of at/af were observed due to noise. Noise was reproducible with isometrics. Patient was asymptomatic. Programming changes were made and the noise was resolved. Patient is in stable condition.